Event description:
It was reported that this right ventricular (rv) lead had two episodes of noise that was being oversensed by the device which resulted in pacing inhibition of greater than two seconds. The health care professional (hcp) was able to recreate the noise in unipolar however, not in bipolar. Additionally, pacing impedances were low out of range measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services suspects it appears to be a lead integrity issue. The patient is not dependent on therapy. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had two episodes of noise that was being oversensed by the device which resulted in pacing inhibition of greater than two seconds. The health care professional (hcp) was able to recreate the noise in unipolar however, not in bipolar. Additionally, pacing impedances were low out of range measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services suspects it appears to be a lead integrity issue. The patient is not dependent on therapy. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced with a competitors lead successfully. No additional adverse patient effects were reported.